Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
It was later reported that the patient remains hospitalized, status post buried bumper surgery. Patient's representative also reported they did not want to continue with duopa treatment.

Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of buried bumper syndrome. Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025, it was reported that the patient experienced a buried bumper on an unknown date. The device remains implanted.

Event description:
The patient later reported that the peg tube was removed on (B)(6) 2025. Device will be replaced when "the wound" heals.